Event description:
Tested a defibrillator electrode to determine fire hazard. Rptr brought flame to an electrode. The outer edges melted and the conductive gel slightly ignited. Rptr contacted MFR's technical support. They advised rptr the electrodes are not flammable and are designed to ensure pt safety and would not cause pt injury if adapter and/or defibrillator were damaged.